Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on unknown date (B)(6) 2001: the patient underwent lumbar discectomy and laminectomy due to disc herniation at l5-s1. On (B)(6) 2009: the patient went for an office visit with back and leg pain. On (B)(6) 2009: the patient went for an office visit for follow up. On (B)(6) 2009: the patient visited the facility for preop visit with severe back pain. On (B)(6) 2009: the patient presented l4-s1 recurrent lumbar disc herniation, lumbar instability. Preop diagnosis: recurrent lumbar disc herniations, l4-l5 and l5-s1 with lumbar spine instability and discogenic back pain. Procedure: a 360-degree lumbar spinal fusion l4 through s1. Anterior lumbar interbody fusion, l4-l5, and l5-s1. Posterior lateral fusion, l4, l5, s1, utilizing segmental instrumentation and bone graft. Perop: the l5-s1 space was identified and medial sacral veins were ligated and cauterized. Anterior annulotomy was then performed at ls-s1. A david spreader was then placed into the depths of the wound to provide parallel distraction at ls-sl. The remainder of the posterior annulus and posterior lateral corners were cleared of all soft tissue using straight and up biting pituitary disc rongeurs and cup curettes. The posterior longitudinal ligament was removed and epidural fat and dura were seen. The l4-l5 interspace was then identified. In a similar fashion, as was performed at l5-s1, annulotomy and complete discectomy was accomplished. Pedicle screws were placed, first on the right side, through on the left into the pedicles of l4, ls and s1. The laminar bone was then burred down and decorticated and bone graft was placed directly on the exposed lamina. Bone morphogenic protein was also used. On an unknown date post-op patient sustained unspecified injuries.